Event description:
During the device evaluation for another complaint, an overfill situation was identified. In 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 1001ml during cycle 2 of therapy. This indicated the home pt drained a volume of 1001ml above the programmed fill volume of 2500ml. During the therapy logged in 2007, there were five low drain volume alarms and one bypass performed. Follow-up with the home pt revealed this issue had been resolved. The home pt reported the nurse made a change to their prescription used for therapy. The home pt now uses one 4.25% dextrose concentration solution bag and two 1.25% dextrose concentration solution bags. At the time of the identified overfill, the home pt was using three 1.25% dextrose solution bags and was retaining fluid and having difficulty draining. Since the change in the prescription, the home pt reported there were no further problems. There was no pt symptom associated with the identified overfill situation and there was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
The device was evaluated and no device failure or malfunction was identified that could have caused or contributed to the identified overfill. Three simulated patient therapies were performed using the patient's therapy settings with no problems encountered. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated patient was within design specifications. The software was used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. The device functioned normally during testing.